Event description:
It was reported that the patient received inappropriate high voltage therapy after noise led to oversensing on the right ventricular (rv) lead. Lead damage was suspected; diagnostic imaging was performed and revealed no anomalies. The patient was stable and will continue to be monitored. There were no adverse consequences.